Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the right coronary artery (rca). A 3.5x19mm graftmaster balloon expandable stent (bes) was attempted to be advance into the lesion [to treat a perforation]; however, failed to cross the perforation due to the anatomy. Therefore, the procedure was completed with another same sized graftmaster bes. There were no adverse patient sequela nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
A visual and dimensional analysis was performed on the returned device. The reported failure to advance could not be tested as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties appear to be related to circumstances of the procedure. It is likely the device interacted with the moderately calcified and moderately tortuous lesion contributing to the reported failure to advance and observed stent deformation (stretched, flared struts). In addition, analysis of the returned device confirmed the crossing profile met specifications. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Event description:
Subsequent to the previously filed report, additional information was received: device analysis identified that the shaft was separated. The separation occurred during packaging and preparing for return. No additional information was provided.